Manufacturer narrative:
E1 initial reporter addr 1:(B)(6). Investigation summary: bd received 4 samples and 1 video for investigation. The video was reviewed and the customer¿s indicated failure mode for tube push off was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the tube pushed off the acquisition device. This occurred 50 times. There were no health consequences or impacts reported.